Manufacturer narrative:
Correction: part was not discarded by the site. Part was returned on 19-apr-2016.medtronic investigation of returned suspect driver finds that as reported, the tip of the instrument has been broken off. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Suspect solera driver was discarded by the site and will not be returned to the manufacturer for analysis. No parts were replaced. No further issues have been reported. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification. Site discarded device.

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of the site's solera 5.5/6.0 driver had been snapped-off. A second driver was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.